Event description:
Drug/diluent: ropivacaine. Fill volume: unknown. Flow rate: unknown. Procedure: shoulder and finger release. Cathplace: neck, behind ear, super clavicular block. Surgery date: (B)(6) 2011. Patient had difficulty breathing 30 minutes after leaving the surgery center. Patient was at home when the symptoms occurred and her symptoms were initially reported to the surgeon's office. Patient went to the emergency room. Per emergency room, patient had an allergic reaction to ropivacaine. Date of event: (B)(6)2011.

Manufacturer narrative:
Method: no sample returned for eval and investigation. Add'l info was requested but was not provided. The lot number was not provided, therefore, a device history record and lot history cannot be reviewed. Results: without the actual product, an analysis cannot be conducted. If add'l info pertinent to this complaint, a f/u report will be filed.